Manufacturer narrative:
Additional information: lot is unknown, but devices from two lots were returned for evaluation. D.4. Medical device lot #: 7271525. D.4. Medical device expiration date: 08/31/2022. H.4. Device manufacture date: 9/28/2017. D.4. Medical device lot #: 8239999. D.4. Medical device expiration date: 07/31/2023. H.4. Device manufacture date: 8/27/2018. H.6. Investigation summary: three integra syringes inside opened blister packs were received and evaluated. Two were from batch 7271525 and one was from batch 8239999. It was observed all three syringes contained clear droplets. Two syringes appeared to activate at the 0.3ml marking and the cutter was unable to reach the hub to retract the needle. One syringe did not have a needle attached but the cutter was exposed through the stopper. Based on the verbatim provided it appears excess force was applied during injection causing the cutter to activate early. As for the hub separating from the syringe it appeared it was not tightened properly. The needle retracted on all the samples received when the thumb rest was pressed. Potential root cause for the premature activation defect is associated with customer training. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number (s) that could have contributed to the reported defect

Event description:
It was reported that leakage occurred with a bd integra¿ 3 ml syringe with detachable needle. The following information was provided by the initial reporter: (2 of 2). I was told it exploded. Medicine went everywhere.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that leakage occurred with a bd integra¿ 3 ml syringe with detachable needle. The following information was provided by the initial reporter: (2 of 2) I was told it exploded. Medicine went everywhere.